Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The reporter stated the patient's blood glucose prior to the hospitalization was "hi". Upon admit, the patient's blood glucose was 1300 mg/dl. The patient was diagnosed with dka and dehydration. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.